Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was over delivery anomaly. The customer¿s blood glucose level was 1.6 mmol/l at time of incident and current blood glucose level was 2.6 mmol/l. It was reported that the customer had experienced low blood glucose and was treated with food and glucose tablets. The customer allege that pump was over delivering because reservoir was empty. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.